Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The photographs were reviewed, and revealed the fracture of the device. The clinical/medical investigation concluded that, based on the limited information provided the root cause of the reported tip breakage could not be determined. Additionally, a photo with two unlabeled, undated devices were provided, however, the don¿t aid in determining the clinical root cause of the reported failure. It was reported there were no patient injuries, no surgical delays or any patient harmed as consequence of this problem. Therefore, no further medical assessment can be rendered at this time. As the part and batch number information provided did not match into the system, a device history record review could not be performed. A review of complaint history revealed similar events for the listed device over the previous 12 months. The batch number information provided is not valid within the system however, the review was performed and did not reveal similar events. This failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during drilling, a evos small 2.5mm drill w/ao qc short broke into the bone. However, the pieces were removed. Surgery was resumed, without any delay, with a smith and nephew back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).